Manufacturer narrative:
Describe event or problem continued: per the physician¿s discharge summary, ¿over the next 24 hours she recovered almost to her baseline. Expressive aphasia as well as right-sided weakness improved. She underwent evaluation by speech. Her swallowing as well as her speech were intact. She was able to consume liquid and solid diet without any difficulty. She was discharged home in stable condition.¿ a CT/MRI of the head was no done. At discharge, the nih score of 1 was reflecting the patient¿s facial droop. Per the physician, the patient has currently fully recovered. Per procedure note, following post-dilatation, the patient developed right arm weakness in setting of bradycardia and hypotension. Atropine and neosynephrine were administered with improvement of hemodynamics. Right arm weakness ¿began improving steadily.¿ the angioguard rx ecgw was retrieved with debris found in the filter. In 15 minutes following completion of the procedure, the patient developed expressive aphasia and some arm weakness. It was indicated that her hemodynamics were stable with neosynephrine. On (B)(6) 2013 at 13:34 the nih stroke scale score was 14 due to decreased level of consciousness (not alert, but arousable by minor stimulation), performing one loc command, partial hemianopia, partial facial paralysis, some effort against gravity in the right arm, two limb ataxia, mild to moderate sensory loss, severe aphasia, mild to moderate dysarthria, and extinction and inattention in one of the sensory modalities. No CT or MRI of the brain was performed. Per progress note on (B)(6) 2013 at 08:14, the patient stated that she was feeling fine, and her speech and right arm strength improved. She answered questions appropriately with some delayed response. She was on small dose of neosynephrine for hemodynamic support. Assessment: peri-procedural tia. Plan: to wean neosynephrine on (B)(6) 2013 and to discharge the patient on (B)(6) 2013. On (B)(6) 2013, the nih stroke scale score was 1 due to minor facial paralysis, and the rankin stroke scale score was 1. The site reported an event of tia on (B)(6) 2013 with duration of deficits greater than 24 hours. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. On (B)(6) 2013 at 30 day follow-up visit the nih stroke scale score was 0 and the rankin stroke scale score was 0. It was provided that two cordis aviator plus balloons were used for post-dilation a 4mm x 20mm balloon and a 6mm x 20mm balloon. It is unknown which balloon was used when the hypotension and bradycardia occurred. The devices are not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin, atropine and neosynephrine were given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: 8x30mm precise pro rx stent, catalog number pc0830rxc, lot number 15688440, 6mm angioguard rx, catalog number 701814rmc, lot number 70913451, and cordis aviator plus balloons: 4mm x 20mm (catalog #: 424-4020w). This is one of four products involved with the reported adverse events involving this patient and the associated manufacturer report numbers are 9616099-2014-00013, 1016427-2014-00074, 9616099-2014-00499, and 9616099-2014-00500.

Manufacturer narrative:
This is one of four products involved with the reported adverse events involving this patient and the associated manufacturer report numbers are 9616099-2014-00013, 1016427-2014-00074, 9616099-2014-00499, and 9616099-2014-00500. Complaint conclusion: as reported by the (B)(4) study, a (B)(6) female with a medical history of hyperlipidemia, myocardial infarction, coronary artery disease, coronary percutaneous revascularization, hypertension, congestive heart failure, diabetes mellitus, copd, and history of smoking was enrolled in the study. The target lesion was located in the left proximal internal carotid artery, with a length of 9mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with a stenosis rate of 95%. The vessel was a type ii arch vessel with severe tortuosity. The nih and rankin stroke scale score were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 7mm angioguard rx embolic protection device, which was successfully deployed past the lesion before pre-dilation was performed. Then, an 8x30mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 0%. Per procedure note, following post-dilatation, the patient developed right arm weakness in setting of bradycardia and hypotension. Atropine and neosynephrine were administered with improvement of hemodynamics. Right arm weakness ¿began improving steadily.¿ it was provided that two cordis aviator plus balloons were used for post-dilation a 4mm x 20mm balloon and a 6mm x 20mm balloon. It is unknown which balloon was used when the hypotension and bradycardia occurred. The angioguard was then retrieved and found to have debris in the basket. There was none documented presence of air bubbles and no neurological deficit when the patient left the angiography suite. Fifteen minutes after the procedure, the patient suffered from aphasia, right arm weakness, and facial droop, which was diagnosed as a tia (post-adjudicated as a cerebrovascular accident). It was indicated that her hemodynamics were stable with neosynephrine. No treatment was provided to the patient. The nih stroke scale score was 14 due to decreased level of consciousness (not alert, but arousable by minor stimulation), performing one loc command, partial hemianopia, partial facial paralysis, some effort against gravity in the right arm, two limb ataxia, mild to moderate sensory loss, severe aphasia, mild to moderate dysarthria, and extinction and inattention in one of the sensory modalities. No CT or MRI of the brain was performed. A CT/MRI of the head was not done. The next day, the patient stated that she was feeling fine, and her speech and right arm strength improved. She answered questions appropriately with some delayed response. She was on small dose of neosynephrine for hemodynamic support. Two days after the procedure, the patient was discharged in stable condition with an nih score of 1 and a rankin score of 0. Per the physician¿s discharge summary, ¿over the next 24 hours she recovered almost to her baseline. Expressive aphasia as well as right-sided weakness improved. She underwent evaluation by speech. Her swallowing as well as her speech were intact. She was able to consume liquid and solid diet without any difficulty. She was discharged home in stable condition.¿ the nih score of 1 was reflecting the residual deficit of the facial droop. During the 30-day follow-up, the patient had an nih and rankin score of 0. Per the physician, the patient has currently fully recovered. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Cerebrovascular accident (cva) is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty % of all strokes are ischemic. During a cva, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Event description:
As reported by (B)(6), during post-dilation, the patient suffered from bradycardia and hypotension, which was treated. Then, the patient suffered from the onset of aphasia and other symptoms, which was diagnosed as a tia (post-adjudicated as a cva), sometime after a procedure in which the patient had an 8x30mm precise pro rx stent implanted. The target lesion was located in the left proximal internal carotid artery, with a length of 9mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with a stenosis rate of 95%. The vessel was a type ii arch vessel with severe tortuosity. The nih and rankin stroke scale score were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 7mm angioguard rx embolic protection device, which was successfully deployed past the lesion before pre-dilation was performed. Then, an 8x30mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 0%. The angioguard was then retrieved and found to have debris in the basket. There was none documented presence of air bubbles and no neurological deficit when the patient left the angiography suite. Sometime after the procedure, the patient suffered from aphasia and other symptoms, which was diagnosed as a tia. It is currently unknown if treatment was provided or if the deficits were resolved. The patient was discharged two days after the procedure with an nih score of 1 and a rankin score of 0. During the 30-day follow-up, the patient had an nih and rankin score of 0. The patient began to experience the symptoms of the tia 15 minutes after the procedure. The patient was also exhibiting right arm weakness and facial droop along with the aphasia. No treatment was provided to the patient.